Event description:
The co was informed that the pt developed an infection one week after initial implantation. The pt was hospitalized for 5 days. Skin irritation from headpiece use was not observed. The surgeon requested the pt not use externals until infected area is healed. The pt ws hospitalized again for 7 days. The pt was on IV antibiotics (cipro) for 4 weeks. Surgery to explant the pt's device is under consideration.